Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported they were injected with a syringe of juvéderm® in their lips and lip line. About 6 months later, patient experienced a non-device related "anaphylactic shock episode" including symptoms of "swelling of lips, face and lip line, hard nodules, pain and closing of throat". 5 days later, patient was injected with decadron and then was prescribed steroids 6 days later. Patient had dissolution another month later. Symptoms are ongoing.